Manufacturer narrative:
DHR was reviewed and no discrepancies were found. Root cause remains unchanged.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon went to drill the external rotation holes, the setting slipped. After examining the device it was noticed it did not lock the external rotation setting in place, and it took very little force to deviate from the desired setting. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed scratches and abrasion, synonymous with use during product¿s life cycle. It was also noted that the instrument would lock into place, but if enough lateral force was applied, the sizer rotated by skipping gears without squeezing item. The reason the instrument would rotate to different angle without using the locking mechanism was due to failure of the gear mechanism. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.